Manufacturer narrative:
One medfusion pump was received with no notice of any external damage. The event history log was reviewed and there were acu watchdog and primary audible post errors in the history. Startup, flow and occlusion tests were performed. The reported issue was unable to be duplicated. The speaker was replaced as a preventative measure.

Event description:
Information received a smiths medical medfusion pump alarm acu watch dog failure and primary auto alarm post. Event occurred during testing.